Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not pass the self test. The customer's blood glucose level was 273 mg/dl at the time of incident. The customer stated that the insulin pump received hardware low level failure and was successfully able to clear it and was able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No unexpected hardware low level failures error noted during testing however, hardware low level failures error confirmed in the downloaded history file due to broken pin on the keypad assembly. Device was received with faded serial number label.